Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged power cord. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection identified the damaged power cord. The cause of the damage could not be determined. In order to address this issue the power cord was replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.